Event description:
It was reported that a day after implant, an x-ray image showed that this right ventricular (rv) lead dislodged. High pacing threshold measurements and low sensing were confirmed via lead testing. The patient underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported.